Event description:
The facility's biomedical engineer reported an infusion pump with an 810:04 failure code. This biomed stated there was no patient injury or medical intervention. Additional information was requested by baxter regarding specific patient information, tubing product code, and the medication involved if applicable, but no additional information was available. Additional contact information was also requested, but no additional contact was identified. There have been no reports of patient incident involving this pump since the last baxter service event.